Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine in-clinic follow up, no capture was observed on this right ventricular lead and no r-waves could be measured (no intrinsic activity). The pt experienced pre-syncopal episodes. It was reported that rv pacing impedance measurements were stable and acceptable. The pt was scheduled for an electrophysiologist consult. No adverse pt effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.